Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A non-sterile trufill orbit dcs was received in tangle condition inside of a plastic bag. The hypotube was inspected and several kinks were found on it. The introducer was received unzipped and it was found kinked/compressed and in elongated condition. The support coil, gripper and embolic coil were found outside of the introducer. The support coil was found stuck with the zip of the introducer and one kink was noted on it. The gripper was found damage while the embolic coil was found without damage. The introducer, gripper and embolic coil were inspected under microscopic and the damages found on the visual analysis were confirmed. Device was flushed using a lab sample syringe ((B)(4)) in the blue zone, after that the pressure was increase until the green zone and at this time the embolic coil was detached without any anomaly. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure as "coil introducer - zipping difficulty" was confirmed. The cause of the failure experienced by the costumer was due the elongated section and the damages found on the introducer. The failure as "coil - failure to detach" was not confirmed during the analysis; since the embolic coil was detached without any anomaly, using a lab sample syringe (B)(4). The cause of the kinks in the hypotube and the rest of the damages found on the unit could not be conclusively determined, however this does not appear to be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Inspections are in place that prevents these kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil procedure of a carotid-cavernous fistula (ccf), the orbit rdfl complex standard coil ((B)(4)) did not detach and also it could not be re-sheathed. Neither the zipper nor the delivery system was damaged, and no damages were noted on the hub of the coil delivery system. During the failure to detached, the alternate detachment zone was utilized in attempt to detach the coil. However, the syringe was able to be use with other products, since it was not damaged. Prior to the failure to detach, two other coils were detached with the syringe. Prior to the failure to detached, the syringe was not taking past the green zone, position # 3. A dedicated saline source was utilized to fill the syringe. After removal from the patient, no other damages were noticed on the delivery systems or coil (unraveled, stretched, kink, bend, fracture, separated, etc), and the coil remained attached to the delivery system. A non-sterile trufill orbit dcs was received in tangle condition inside of a plastic bag. The hypotube was inspected and several kinks were found on it. The introducer was received unzipped and it was found kinked/compressed and in an elongated condition. The support coil, gripper and embolic coil were found outside of the introducer. The support coil was found stuck with the zipper of the introducer and one kink was noted on it. The gripper was found damage while the embolic coil was found without damage. The introducer, gripper and embolic coil were inspected under microscopic and the damages found on the visual analysis were confirmed. Device was purged using a lab sample syringe ((B)(4)) by pressurizing to the blue zone. After purging the pressure was increase to the green zone and at this time the embolic coil detached without any anomaly. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported re-zipping of the introducer was confirmed. With functional testing of the returned device, it was due to the elongated section and the damages found on the introducer. The cause of the kinks in the hypotube and the rest of the damages found on the unit could not be conclusively determined, however; based on no report of unzipping difficulty during insertion of the device, this does not appear to be related to the manufacturing process. It appears that device handling contributed to the event. Inspections are in place to prevent this type of damage from leaving the manufacturing facility. The reported failure to detach was not confirmed with functional testing; the coil detached without any anomaly using a lab sample syringe and it was reported that there was no difficulty with detachment of subsequent coils using the same syringe used in the procedure. The root cause of the reported failure to detach cannot be determined; however, there is no indication of any device manufacturing issues related to the event. Therefore no corrective action will be taken at this time.

Event description:
During a coil procedure of a (ccf) carotid-cavernous fistula, the orbit rdfl complex standard coil (638cs1630) did not detach and also it could not be re-sheathed. Neither the zipper nor the delivery system was damaged, and no damages were noted on the hub of the coil delivery system. During the failure to detached, the alternate detachment zone was utilized to detach the coil. However, the syringe was able to be used with other products, since it was not damaged. Prior to the failure to detach, two other coils were detached with the syringe. Prior to the failure to detached, the syringe was not taken past the green zone, position # 3, and the red zone/alternate detachment was not exceeded prior to the failure to detach. A dedicated saline source was utilized to fill the syringe. After removal from the patient, no other damages were noticed on the delivery systems or coil (unraveled, stretched, kink, bend, fracture, separated, etc), and the coil remained attached to the delivery system.